Event description:
On 08/22/06, nellcor received a report of a leak in the pilot balloon. The customer is report that the pilot balloon developed a leak after 28 days of use. The report indicates that replacement of the tube was required.

Manufacturer narrative:
Investigation of this report is currently in progress.